Event description:
It was reported that at the patient's scheduled follow-up visit upon interrogating the device the clinician was getting noisy telemetry messages in spite of using two different programmers. It was noted that the device was interrogated last (B)(6) without any difficulty. The medtronic rep was called in and they were able to obtain telemetry after several attempts. It was noted that to get a good telemetry link they had to place the device somewhat below the pacemaker. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 383069 implantable pacing lead - implanted 2013-(B)(6). (B)(4).